Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used to administer medication for advanced stage parkinson's disease. The device has been in use since (B)(6) 2012. According to the complainant, on (B)(6) 2012, the loop that locks the y-port to the j-tube broke from the pressure of the duodopa. The locking device has been replaced. Duodopa treatment was not interrupted due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.